Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and myocardial infarction ('systemic heart attack symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced myocardial infarction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in legs and arm"), dysgeusia ("metallic taste"), dyspepsia ("indigestion"), anosmia ("loss of smell"), tooth disorder ("dental issues"), arthralgia ("legs and arm joint pain"), blepharospasm ("eye twitch"), depression ("depression"), abdominal distension ("bloating"), food allergy ("food sensitive¿s"), headache ("headaches"), back pain ("lower back pain"), muscle spasms ("muscle spasms"), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), polymenorrhagia ("periods were heavy every 18 days") and amenorrhoea ("1 full year of no periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of tubes and coil). Essure was removed. At the time of the report, the pelvic pain, myocardial infarction, paraesthesia, dysgeusia, dyspepsia, anosmia, tooth disorder, arthralgia, blepharospasm, depression, abdominal distension, food allergy, headache, back pain, muscle spasms, abdominal pain lower, weight increased, fatigue, alopecia, polymenorrhagia and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anosmia, arthralgia, back pain, blepharospasm, depression, dysgeusia, dyspepsia, fatigue, food allergy, headache, muscle spasms, myocardial infarction, paraesthesia, pelvic pain, polymenorrhagia, tooth disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anosmia, arthralgia, back pain, blepharospasm, depression, dysgeusia, dyspepsia, fatigue, food allergy, headache, menorrhagia, muscle spasms, myocardial infarction, paraesthesia, pelvic pain, tooth disorder and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and myocardial infarction ('systemic heart attack symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced myocardial infarction (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in legs and arm"), dysgeusia ("metallic taste"), dyspepsia ("indigestion"), anosmia ("loss of smell"), tooth disorder ("dental issues"), arthralgia ("legs and arm joint pain"), blepharospasm ("eye twitch"), depression ("depression"), abdominal distension ("bloating"), food allergy ("food sensitive¿s"), headache ("headaches"), back pain ("lower back pain"), muscle spasms ("muscle spasms"), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), polymenorrhagia ("periods were heavy every 18 days") and amenorrhoea ("1 full year of no periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of tubes and coil). Essure was removed. At the time of the report, the pelvic pain, myocardial infarction, paraesthesia, dysgeusia, dyspepsia, anosmia, tooth disorder, arthralgia, blepharospasm, depression, abdominal distension, food allergy, headache, back pain, muscle spasms, abdominal pain lower, weight increased, fatigue, alopecia, polymenorrhagia and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anosmia, arthralgia, back pain, blepharospasm, depression, dysgeusia, dyspepsia, fatigue, food allergy, headache, muscle spasms, myocardial infarction, paraesthesia, pelvic pain, polymenorrhagia, tooth disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anosmia, arthralgia, back pain, blepharospasm, depression, dysgeusia, dyspepsia, fatigue, food allergy, headache, menorrhagia, muscle spasms, myocardial infarction, paraesthesia, pelvic pain, tooth disorder and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.